Event description:
It was reported that the patient got shocked while in a hot tub. The electrogram shows oversensing on both atrial and ventricular channels and noise from alternating current was suspected. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.